Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had experienced false upstream occlusions while using zithromax. The problem happened during delivery on the same day it was reported. There was no known patient injury or medical intervention associated with this event. No additional information is available.